Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump became unresponsive to button presses, with the screen waking via the sleep/wake control but the device not unlocking or accepting insulin delivery commands, consistent with a key or button not working and involving the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed an electrical problem associated with a component failure, aligned with an unresponsive button and the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.